Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 301, 91, and 101 mg/dl when all tests were performed within 1-2 minutes of each other on the compact plus system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.